Event description:
A peritoneal dialysis (pd) patient discovered one of the four stay safe connectors looked wonky and was leaking fluid. The cycler prompted with multiple patient line is blocked messages during fill 1 of 5 of treatment nd prior to the leak. The stay safe connector blue pin was not pushed in. The patient stated they would re-setup with all new supplies. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated fluid was noted leaking from the stay safe connector when treatment switched to fill 1 of 5 treatment and treatment was immediately halted. The pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient was able to re-setup supplies and completed treatment using the cycler following the reported event. The pdrn confirmed no issue was noted with the cycler and no fluid came into contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient discovered one of the four stay safe connectors looked wonky and was leaking fluid. The cycler prompted with multiple patient line is blocked messages during fill 1 of 5 of treatment nd prior to the leak. The stay safe connector blue pin was not pushed in. The patient stated they would re-setup with all new supplies. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated fluid was noted leaking from the stay safe connector when treatment switched to fill 1 of 5 treatment and treatment was immediately halted. The pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient was able to re-setup supplies and completed treatment using the cycler following the reported event. The pdrn confirmed no issue was noted with the cycler and no fluid came into contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.